Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened act button dome switch. Device was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. He wears the device in his pocket. Blood glucose value was 126 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.